Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer stated that the smart remote manager was failing intermittently. The fse retightened the harness to resolve the issue and the latch functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that the latch on the refrigerator releasing with a noise, but the door will not open. The issue happens multiple times and causes delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.